Event description:
Caller reported a tandem mobi cartridge alarm on (B)(6) 2025. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a brand new cartridge.